Manufacturer narrative:
Investigation summary: bd received three photos for investigation. These photos were visually evaluated, showing the indicated failure modes of underfill and no fill/no vacuum; however, the photos do not show the indicated failure mode of clotting. Additionally, a total of 100 retained samples were inspected with zero visible defects. Furthermore, a functional draw volume test was performed on 10 retained samples, and all tubes were within specification limits. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: underfill and no fill/no vacuum. This complaint has not been confirmed for the indicated failure mode: clotting. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of tubes underfilled or experienced clotting from slow fill. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of tubes underfilled or experienced clotting from slow fill. No adverse impact was reported regarding the patient or user.